Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed a pressure sore at the magnet site and was subsequently treated with antibiotics (type, date and duration not reported).